Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call that the insulin pump's display was scratched and hard to read. The clip must be taped on the insulin pump because it will not fill and deliver insulin. Customer's blood glucose level was 270 mg/dl. The insulin pump alarmed no delivery. The no delivery alarm was resolved with a complete set change. The customer also received many low reservoir alarms after he changed the reservoirs. His healthcare provider advised to have the insulin pump replaced because it was not working properly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The reset settings and programmed current time and date; programmed low reservoir alarm for 30 units. The insulin pump was tested with a water fill reservoir. Several boluses were programmed and delivered. The low reservoir alarm feature working properly. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.